Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose reading was 23 mg/dl. Caller stated that the customer's transmitter was lost during hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.